Event description:
It was reported the patient ((B)(6)) lost stimulation. A diagnostic test revealed invalid impedance measurements for all lead contacts. Surgical intervention was undertaken, and intraoperative testing isolated the issue to the patient's lead. As such, the device was explanted and replaced. Impedance readings with the new lead are reportedly within specifications.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.